Event description:
Customer reported testing with the freestyle meter on the finger getting a result of 200 mg/dl. The customer took 12 units of lantus insulin based on this result and within an hour, customer was experiencing symptoms of hypoglycemia and was unresponsive. The customer's family member called the paramedics who treated the customer with glucose gel under the tongue and an IV of an unknown substance and transported customer to the hosp. About an hour later, while at the hosp, a lab test was performed with a reading in the upper 70's. The caller was provided dinner and released.